Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced during monthly analysis of patient samples for quality control, that na+ and ca2+ were falsely low compared to the laboratory's instrument. This occurred on (B)(6) 2025. On (B)(6) 2025, the customer began troubleshooting this by cleaning the sample path and replacing the membranes. Calibrations and controls were okay, but the difference remained. On (B)(6) 2025, the customer tried replacing the reference electrode and a new comparison was performed but the error remained. Below are the discrepant and comparison measurements all from (B)(6) 2025: na+ 142mmol/l (comparison). Ca2+ 1,12mmol/l (comparison). Na+ 134 mmol/l (discrepant). Ca2+ 0,98mmol/l (discrepant). Information provided on 12jun2025: "the deviating test result has resulted in an extension of the intensive care period for one patient, as the change in the analyzed samples led to the treatment being adjusted when trying to correct for the changed values. Treatment was adjusted due to the incorrect values, which led to extended intensive care for one patient."

Manufacturer narrative:
The radiometer investigation has found that the most likely reason for the issues experienced is aspiration of blood clot into the instrument, which may have deposited beneath the reference sensor and thereby affected the measurements, calibrations and qcs of sodium and calcium.